Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted. At this time, the customer has not responded to requests for additional information regarding this event.

Event description:
The customer reported that the ventilator has an unresponsive touch screen. It is unknown at this time if there was any patient involvement associated with this issue.

Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the front panel assembly and verified device performance. The device meets manufacturer's specifications.